Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to hypoglycemia. It was stated that the customer did not use a temporary basal. It was stated that the customer did play sports and was cutting grass. It was stated that he reduced insulin for dinner and then he went into the garden to cut the grass. It was stated that the customer lost awareness and his wife found him, then the paramedics were called. The blood glucose reading was 0,9mmol/l. Reviewed the settings and prime memory was not visible at the time, but the customer was sure that he did not made a rewind and prime in the day. The programming was correct. Ran a displacement, high pressure, and self test and the insulin pump passed the tests. No further information was provided.